Event description:
The patient is a male with a diagnosis of choanal atresia, has no nose; unable to breath or feed on his own, requiring mechanical ventilation, and enteral tube feedings. The complainant reported that the patient's feeding was delayed due to a priming error while connected to the embrace pump list# 55336 until a new pump could be provided. The mother reported that the child was crying, agitated, and turned red causing oxygen de-saturation due to hunger, "passed out", and the infant required intervention from paramedics and the intervention was successful. The patient was stabilized at home and did not need to be transported to the hospital.

Manufacturer narrative:
H3: the pump was returned for testing and the lab evaluation indicated that the pump case was broken-rear housing pivot pint. Pump primed continuously until it stopped and gave a priming error message. The complaint was confirmed. The lab could not perform a delivery test due to the priming error alarm. Ross standard procedure includes attempting to obtain all required information from the source.